Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the af and psvt procedure, blood pressure decreased. When confirmed by acunav, effusion was confirmed. Cardiac tamponade was diagnosed. Timing when complaints occurred was 2 hours after the start of the procedure. It occurred during right atrial pvi (pulmonary vein isolation) after mitral anterior wall kent bundle conduction in psvt (paroxysmal supraventricular tachycardia). After drainage, blood pressure recovered. Since the condition became stable, ablation (pvi) was continued. The procedure was completed. The patient's condition was stable, and the patient left the room. The patient's condition is stable in current on feb 2 2023. ¿cardiac tamponade¿ atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: stsf. 30w 8ml when ablation of kent, 40w 15ml when pvi. The physician's opinions on the relationship between the event and the product was if the event was due to the ablation, it might be during ablation in the kent-bundle 30 w 60 second or during ablation in pvi 40 w. Since more than 40 minutes had passed after the ablation of kent, the cause might not have been during the ablation of kent, although the cf was stable during pvi and there was no pop. There were no abnormalities observed prior to and during use of the product.[relevant medical history]: nothing other than af and psvt. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 26-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2023, bwi received additional information regarding the event. Pericardial drainage was provided. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data --- nothing in particular. Smartablate generator was used, the serial number was unknown. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. No error messages observed on biosense webster equipment during the procedure - dashboard and visitag was used. Visitag module was used, parameters for stability were -range 3 mm; time 3mm; fot-none. Tag 2mm. Additional filter was not used. Tag index was also used. The lot number of device is unknown because the product has not been obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).